Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a vertical gastrectomy sleeve procedure, at the time of stapler assembly, it was noted a resistance in placing the load. It was the second shot and the stapler's sound was not normal. Due this, the surgeon opened the jaws and noted that the staple line was opened. The first shot was done using the black reload and the second one was done with the green reload. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch #: m54720. Manufactured date: 06/20/2015. Product exp. Date: 05/20/2018. Batch #: m5493t. Manufactured date: 06/25/2015. Product exp. Date: 05/25/2018. The analysis found that one plee60a device was returned in good visual condition and with two cartridges present. The reload gst60t was received with the right side fully fired, left side partially fired 1/3. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. The reload gst60g was received partially fired 1/16. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Photos were provided for review: photos 8480 and 8481 show tissue cut and bleeding can be seen. Photos 8482 and 8483 show the tyvek of a gst60t reload, with lot# m4hf1y. Photos 8484 and 8485 show the tyvek of a plee60a device with lot# m91w03. Photo 8486 shows an upper view of the reload, the right side of the reload can be seem with internal damaged along the knife slot, about 1/3 of the drivers are visible and the sled can be ssen sitting next to the reload. Photo ¿carga gst com problema¿ shows the scale of the device from 40 to 10, the anvil is closed and the knife can also be appreciated on the photo. Photo ¿carga com problema 2¿ shows the reload without the pan, several drivers damaged and with the sled broken. Based on the photos provided and after review of the photos it can be concluded that, the reload has the right side fully fired and the left side partially fired about 1/3. The reload body, one piece sled and some drivers are damaged. The event description can be confirmed. Unfortunately the root cause of the reported event cannot be determined from the photo provided. Hands on cartridge analysis may provide the evidence necessary to determine the root cause of the complaint. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.